Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and a stenosis of the ureterovesical anastomosis which had been dilated several times before the implantation of the aus, the pelvic x-ray revealed a void in the balloon also a fluid loss due to a hole. The aus was explanted and replaced. No additional patient complications were reported.